Event description:
The user facility reported that on 11/11/23 a (B)(6) male patient was brought emergently to the or (operation room) for surgical repair of multiple gunshot wounds to the chest. The patient required massive transfusion. During the massive transfusion of blood products, a belmont rapid infuser produced a burning odor and began to smoke. The belmont was tagged and sequestered pending investigation. The patient's surgery was completed without procedural complication.

Manufacturer narrative:
The user facility did not inform belmont about this incident when it occurred on november 11th, 2023, belmont became aware of this incident after receiving medwatch report #mw5148226 on december 7th, 2023 and therefore submitting this now. Internal complaint file (B)(4) has been logged for this incident for traceability. Ri-2 and disposable involved in the incident have not been returned to belmont medical technologies for evaluation. The medwatch report did not have any information of the user facility, contact information or serial number of the device involved. Belmont contacted FDA on 12/07/2023 to gather additional information but it was confirmed that any further information that pertains to the report in question could not be released. As a result, with no further details available, no investigation could be performed into this incident. A possible cause of the reported issue is infusion of incompatible fluids into the device. As the fluids infused in this event are unknown, it cannot be determined if this lead to the reported issue. No device malfunction could verified, and the root cause could not be determined.